Manufacturer narrative:
Investigation: a photograph was submitted in lieu of the disposables set to aid in the investigation. The picture confirmed that there was air in the blood diversion bag and a small amount of blood. A disposable complaint history search was performed for this lot and found no reports for similar issues on this lot worldwide. The device history records (DHR) were reviewed for this lot. There were no events noted in the DHR that would have contributed to the air in sample bag experienced by the customer. Root cause: a root cause assessment was performed for this complaint. Based on the available information a definitive root cause could not be determined but it is likely due to one or a combination of the possible causes listed below: * the sample bag clamp was not closed at the system prompt. * the clamp was closed but it was skewed on the tubing enabling a portion of the tubing to allow air to pass. * the clamp does not fully occlude the tubing when closed due to interference between the clamp and the tubing. Correction: trima field action 35 has been initiated to notify all trima users of a potential safety hazard occurs if the system displays an alert and instructions are not observed and followed. Terumo bct is taking corrective action by reminding all users of the action to be taken to mitigate this risk. Alerts and instructions are presented to the operator if the sample bag inflates. Terumo bct instructs all trima users to provide supplementary training and to continue to use the trima accel system in accordance with the operator¿s manual.

Event description:
The customer reported that they noticed that the blood diversion bag was filled with air after venipuncture was performed. There was no air in the bag on pre checks and the clamps were in place. The donor is fine and was able to donate after this incident and no medical intervention was required. The disposable set is not available for return for evaluation. This product is not available within the us, but this report is being filed due to an alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA.